Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 through the original incision due to excessive vaulting, with iris constriction. There was no patient injury. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(B)(4) - no code available (iris constriction). Size incorrect for patient. Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: reportedly micl(12.6mm) was explanted/exchanged for another micl(12.1mm) two weeks postoperatively to address excessive vaulting . No reported postoperative sequelae. Dfu instructs physicians how to choose a proper lens under" visian icl length determination: during the u.s. Multi-center clinical study, sizing of the visian icl myopic lenses (12.1 to 13.7mm) was determined by the horizontal white-to-white and the anterior chamber depth (acd) measurements". Given the information that shorter lens was used as a replacement it is very likely that the patient related factor( anatomy issue) or procedure related factor(calculation error) have caused/contributed to the event. (B)(4).